Manufacturer narrative:
The heartmate left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 3 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced cardiac arrhythmias on (B)(6) 2018. Per the account, the atrial fibrillation was well controlled with the addition of amiodarone and digoxin. No further information was provided. A request for additional information regarding the event and the patient was requested but has yet to be responded to.